Manufacturer narrative:
(B)(4). Review of the device history records shows the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The product will not be returned by the hospital; therefore, no product evaluation is able to be conducted. It is stated the surgeon believes the cause of the fracture was related to the patient's activity. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent. This is report one of three for the same event. Reports two and three are reported on MFR #0001032347-2017-00627 and 0001032347-2017-00628.

Event description:
The patient was originally implanted on (B)(6) 2017. The patient was brought back to the operating room fifteen days post original operation to remove three bands that had fractured. The distributor reported the patient was non-compliant and struggled against restraints while he was being restrained. The surgeon believes the cause of the band fracture was related to the patient's activity.